Event description:
The system was returned for evaluation; the stimulation board was replaced due to the unit failing a stimulation voltage testing during the preventative maintenance testing. The item was tested after board replacement, and it passed manufacturing specifications.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: 945nccpu, computer notebook, serial #(B)(4); 945opm660, patient module, serial # (B)(4); 945daq916, amplifier dig preamplifier, serial # (B)(4); 945daq916, amplifier dig preamplifier, serial # (B)(4); 945eex901, extender stimulator, serial # (B)(4); 945eex901, extender stimulator, serial # (B)(4). The system was returned for evaluation; the stimulation board was replaced due to the unit failing a stimulation voltage testing during the preventative maintenance testing. The item was tested after board replacement, and it passed manufacturing specifications. Method - impedance testing.